Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer blood glucose level was 190 mg/dl. Customer was assisted with troubleshooting. Customer states that there was no response from any button. Customer states the minutes change. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive keypad assembly due to flattened dome key switches. Unable to perform displacement test and self test due to corroded keypad. During visual inspection, found the keypad connector on electrical board 1 was properly locked.